Event description:
The customer reported that the monitor on the system went black. No pt injury was reported.

Manufacturer narrative:
The ge service rep conducted an onsite investigation. The reported problem could not be duplicated. The fluoro functions board and the image processor board were reseated. The system was tested and operates as intended.